Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective board. Correction: replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: after the device startup, device showed 249004 and no more options were installed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective board. Correction: replacement of the defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: after the device startup, device showed 249004 and no more options were installed.